Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that multiple cartridge alarms occurred (alarm 30, alarm 20). In addition, it was reported that cartridge change errors occurred with multiple cartridges during the load sequence. The customer reverted to manual injections for insulin therapy. Customer¿s blood glucose level was 188 mg/dl.